Event description:
It was reported to philips healthcare that the heartstart mrx was unable to acquire a 12 lead reading during a patient event. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.